Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reason for conversion to open surgery was that arm 2 was not possible to move, and it was impossible to do the surgery with only 3 functioning arms. The patient tolerated the change. There was no system/device malfunction prior to procedure conversion. There was troubleshooting performed with dvstat, but the reporter was not on site, and by the time dvstat came with suggestions the surgeon already converted to open surgery. The system was inspected prior to use and was turned on as usual, normal self-test and no failure messages appeared. There were no issues noted during the setup of the system. The procedure had been in progress for 2 hours when the issue occurred. There were no post-operative complications for the patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a recoverable fault 23003 on the system. The customer could not move arm 2 on the patient side cart (psc). The procedure was converted to open surgery. There were no post-operative complications. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was converted to open surgery. The reporter was not present when the issue occurred and could not provide information why the surgeon decided to convert to open surgery. There was no patient harm due to the system malfunction. There was a delay at first because of the restart of the system and changing of the arm drape on arm 2. The surgeon needed three arms for the procedure. The issue was not resolved by troubleshooting. The system was inspected prior to use with no error messages. The issue occurred after two hours of working on the procedure. There were no post-operative complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon had converted to open surgery to complete the procedure. Arm 2 on the patient side cart (psc) would not move, and the surgeon needed all arms for the procedure. No site visit was conducted.